Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("doing a hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse reaction ("symptoms from essure"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. The reporter commented: my ob said my symptoms might not be from essure. We are doing a hysterectomy as a process of elimination. Concerning the injuries reported in this case, the following ones were reported via social media: adverse reaction and medical device removal ¿ incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. Essure was removed on (B)(6)2016. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), adverse reaction ("symptoms from essure") and iron deficiency anaemia ("blood count dropped dangerously low") and was found to have hormone level abnormal ("hormonal level abnormal") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for heavy menstrual bleeding, adverse reaction, weight increased and iron deficiency anaemia were unknown. The reporter considered adverse reaction, heavy menstrual bleeding, hormone level abnormal, iron deficiency anaemia and weight increased to be related to essure administration. The reporter commented: my ob said my symptoms might not be from essure. We are doing a hysterectomy as a process of elimination. She had to be on depo provera shot with essure to control her bleeding. Period were so heavy that her blood count dropped dangerously and she could not get out of bed. Had to have a hysterectomy because she could not take feeling so sick anymore. Concerning the injuries reported in this case, the following ones were reported via social media: adverse reaction and medical device removal ¿ concerning the injuries reported in this case, the following ones were described in patient¿s social media: hormone level abnormal, weight increased. The most recent follow-up information incorporated above includes data received on: 01-aug-2023: upon internal review this cases was found to be duplicate of (B)(4). Therefore all references, source documents, events (weight increased, hormonal level abnormal , iron deficiency anemia & heavy menses) , reporters, reporter causality comment are transferred t this case. (Legacy device number 2951250-2020-03436 ). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in an adult female patient who had essure inserted (lot no. B59458) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of normal delivery (live child), abortion, parity 5, multi gravida, fibrosis breast, migraine, hpv infection, cervical cancer, back pain, vaginal discharge, heavy periods, fatigue, ache, blood pressure high, heartburn, bloating, headache, swelling and pelvic pain in 2016. Previously administered products included: amoxicillin for allergy and depo provera, ketorolac, diazepam, acetaminophen and ibuprofen. Past adverse reactions to the above products included: skin rash with amoxicillin. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), adverse reaction ("symptoms from essure") and iron deficiency anaemia ("blood count dropped dangerously low") and was found to have hormone level abnormal ("hormonal level abnormal") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy,salpingectomy,cystoscopy). At the time of the report, the outcomes for heavy menstrual bleeding, adverse reaction, weight increased and iron deficiency anaemia were unknown. The reporter considered adverse reaction, heavy menstrual bleeding, hormone level abnormal, iron deficiency anaemia and weight increased to be related to essure administration. The reporter commented: my ob said my symptoms might not be from essure. We are doing a hysterectomy as a process of elimination. She had to be on depo provera shot with essure to control her bleeding. Period were so heavy that her blood count dropped dangerously and she could not get out of bed. Had to have a hysterectomy because she could not take feeling so sick anymore right: 1 coil left: 3 coils. Concerning the injuries reported in this case, the following ones were reported via social media: adverse reaction and medical device removal, hormone level abnormal, weight increased. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in an adult female patient who had essure inserted (lot no. B59458) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of normal delivery (live child), abortion, parity 5, multi gravida, fibrosis breast, migraine, hpv infection, cervical cancer, back pain, vaginal discharge, heavy periods, fatigue, ache, blood pressure high, heartburn, bloating, headache, swelling and pelvic pain in 2016. Previously administered products included: amoxicillin for allergy and depo provera, ketorolac, diazepam, acetaminophen and ibuprofen. Past adverse reactions to the above products included: skin rash with amoxicillin. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), adverse reaction ("symptoms from essure") and iron deficiency anaemia ("blood count dropped dangerously low") and was found to have hormone level abnormal ("hormonal level abnormal") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy,salpingectomy,cystoscopy). Essure was removed on 01-apr-2016. At the time of the report, the outcomes for heavy menstrual bleeding, adverse reaction, weight increased and iron deficiency anaemia were unknown. The reporter considered adverse reaction, heavy menstrual bleeding, hormone level abnormal, iron deficiency anaemia and weight increased to be related to essure administration. The reporter commented: my ob said my symptoms might not be from essure. We are doing a hysterectomy as a process of elimination. She had to be on depo provera shot with essure to control her bleeding. Period were so heavy that her blood count dropped dangerously and she could not get out of bed. Had to have a hysterectomy because she could not take feeling so sick anymore right: 1 coil left: 3 coils. Concerning the injuries reported in this case, the following ones were reported via social media: adverse reaction and medical device removal, hormone level abnormal, weight increased batch no b59458 - production date (B)(6) 2013 - expiration date (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in an adult female patient who had essure inserted (lot no. B59458) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of normal delivery (live child), abortion, parity 5, multi gravida, fibrosis breast, migraine, hpv infection, cervical cancer, back pain, vaginal discharge, heavy periods, fatigue, ache, blood pressure high, heartburn, bloating, headache, swelling and pelvic pain in 2016. Previously administered products included: amoxicillin for allergy and depo provera, ketorolac, diazepam, acetaminophen and ibuprofen. Past adverse reactions to the above products included: skin rash with amoxicillin. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), adverse reaction ("symptoms from essure") and iron deficiency anaemia ("blood count dropped dangerously low") and was found to have hormone level abnormal ("hormonal level abnormal") and weight increased ("weight increased"). The patient was treated with surgery (hysterectomy, salpingectomy, cystoscopy). At the time of the report, the outcomes for heavy menstrual bleeding, adverse reaction, weight increased and iron deficiency anaemia were unknown. The reporter considered adverse reaction, heavy menstrual bleeding, hormone level abnormal, iron deficiency anaemia and weight increased to be related to essure administration. The reporter commented: my ob said my symptoms might not be from essure. We are doing a hysterectomy as a process of elimination. She had to be on depo provera shot with essure to control her bleeding. Period were so heavy that her blood count dropped dangerously and she could not get out of bed. Had to have a hysterectomy because she could not take feeling so sick anymore right: 1 coil left: 3 coils. Concerning the injuries reported in this case, the following ones were reported via social media: adverse reaction and medical device removal." Concerning the injuries reported in this case, the following ones were described in patient¿s social media: hormone level abnormal, weight increased. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: reporter and patient information, medical history, indication, lot no., expiry date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.